Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in south africa, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. When the 29mm commander delivery system gained access to the aorta, there were issues with the pusher going under the valve. There was a bending (potential compression) and overriding of the valve onto the flex catheter (potential diving) when tracking through the aorta. This was solved by unlocking and lock the delivering system. Patient anatomy was unremarkable. During the alignment, when trying to pull the valve back onto the balloon, the system started bending on itself as if there was too much tension. The valve started flaring over the pusher making this step very difficult with much resistance from the top of the delivery system. It was managed to get enough push to cross the valve and pull the pusher back and then deploy the valve. Positioning the valve was difficult as the markers where not in the usual position, and the valve was off set of the markers. The deployment went well, although the balloon did expand in a ''dog bone affect", with most of the balloon deploying very low compared to the valve. The balloon was then positioned more into the valve and then was performed a post-dilation. This was successful and the valve was fully opened. The final result was excellent.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and corrections. Sections: d4, d9, g3, g6, h2, h3, h4, h6 device code, type of investigation, investigation findings, investigation conclusions have been updated. The difficulty in valve alignment is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: minor gouges at flex tip and curvature observed along flex shaft. Engineering was able to perform gross alignment by pulling the balloon shaft to the warning marker without abnormalities. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. Imagery was provided and the following was noted: valve compression and diving observed. Residual fluid in the balloon at the distal end. Aorta does not appear tortuous. Valve not between alignment markers prior to deployment. Asymmetrical thv deployment due to improperly aligned valve. Per the technical summary for valve alignment difficulties, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to perform thv alignment. The benefits of the device outweigh the risks associated with inability to position thv in proper position on balloon, and difficulty deploying thv, prolonging procedure and resulting in procedural delay. The reported events were confirmed through evaluation of the returned device and provided imagery. Review of the lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, once the ds gained access to the aorta, there were issues with the pusher going under the valve. There was a bending (potential compression) and overriding of the valve onto the flex catheter (potential diving) when tracking through the aorta. This was solved by unlocking and lock the delivering system. Patient anatomy was unremarkable. During the alignment, when trying to pull the valve back onto the balloon, the system started bending on itself as if there was too much tension. The valve started flaring over the pusher making this step very difficult with much resistance from the top of the ds. It was managed to get enough push to cross the valve an pull the pusher back and then deploy the valve. Positioning the valve was difficult as the markers where not in the usual position, and the valve was off set of the markers. An existing technical summary written by edwards lifesciences has been documented for root cause analysis associated with difficulties that occur while aligning the thv onto the inflation balloon when using an edwards commander delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why tension build up in the system due to valve alignment difficulty can potentially lead to a series of secondary failures such as (thv movement on balloon, balloon torn, balloon or delivery system leakage, withdrawal difficulty, component separation, and/or thv dislodgement). In this case, if residual fluid appears to have remained in the balloon after de airing (as indicated in imagery), it could have resulted in higher than normal alignment forces creating high tension in the system. This most likely caused the thv to become unseated from the flex tip, leading to the valve to dive into the flex tip, as indicated through the gouges observed. The high tension created in the system, could have consequentially led to the reported valve alignment difficulties. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve alignment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that procedural factors (residual fluid in balloon) contributed to the valve alignment difficulty. Per evaluation of the returned device, curvature observed along flex shaft. It is possible that excessive manipulation was applied on the device while performing gross alignment, potentially contributing on further damaging the flex catheter. As such, available information revealed that procedural factors (device manipulation) likely contributing to the damaged sheath. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, although final valve positioning was good, the user decided to deploy the valve even though it was positioned off the markers which contributed to the asymmetrical thv expansion. As such, available information suggests that user error (not following instructions) may have contributed to the valve not between the markers and deployed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.